Event description:
It was reported that the patient was not getting an adequate pain relief. The patient underwent a revision procedure wherein the paddle lead was repositioned and the physician added a new paddle lead. The patient was doing well postoperatively.